Event description:
Customer reported receiving a low battery icon on their locked freestyle blood glucose monitor. During returned product testing, it was discovered that the unit of measurment could be changed from mmol/l to mg/dl. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Memory overwrite was observed. Found uom to be selectable and set to mg/dl. Customers and retailers have been informed through the fa16may2006 letter.